Event description:
It was reported that the patient underwent a transplant on (B)(6) 2022. Further information could not be provided due to the hospital's patient privacy laws.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported heart transplant could not be conclusively determined through this investigation. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.